Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During repair of a zenith flex with spiral-z technology aaa endovascular graft iliac leg, a hole in the graft was noted, ballooned and another manufacturer's plug was placed in the right side. Afterwards, the physician noted the hole was still present per imaging. A second graft, was placed to re-align.

Manufacturer narrative:
A review of the device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Implant procedure states" do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels." Based on the available information and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.